Event description:
The tuplip was completely mismatched when the operator removed the last tube filled. Blood was all over the floor and on clothing. No medical intervention was necessary. This report is being filed due to insufficient information provided at this time to determine if a malfunction with a potential for serious injury occurred.

Manufacturer narrative:
(B)(4). Investigation: the sample bag and vacutainer from a trima accel set were returned for investigation. Upon visual inspection the vacutainer was no longer attached to the tubing of the sample bag. The length that the vacutainer had been inserted into the tubing was within specification which was deduced by the distance the tubing was noted to be stretched. No looseness noted when the vacutainer was inserted back into the tubing. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.